Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Review of lot 179022f is in progress. There are no similar reports for this lot. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. Add'l info requested by mail on 5/13/2011 and 6/6/2011 and by phone on 5/23/2011 and 5/31/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported her (B)(6) daughter developed red eyes following use of this product. She went to the dr who diagnosed her with an infection. She was treated with antibiotic drops and switched to another contact lens solution. Add'l info has been requested.